Manufacturer narrative:
Additional information: on 10/3/2019, the mentor failure analysis lab received the device for evaluation. On 10/15/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample, it was noticed bubbles inside the implant. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No additional anomalies were observed. These bubbles will not detract from the safety or efficacy of the prosthesis, and will diffuse and dissipate of their own accord. Mentor inspects devices for bubbles. It is possible that after the device has been inspected, bubbles have been formed due manipulation of the device during implantation or during device removal. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bubbles. Concomitant medical products: mentor memorygel breast implant 350cc, catalog # 3503501bc, lot # 6761293, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent a breast augmentation revision with a mentor memorygel breast implant 350cc and experienced bubbles on the left side post-operational. As a result, the patient underwent device removal on (B)(6) 2019.